Manufacturer narrative:
Corrected data: changed to bl5323wv. Additional info: the device history record was reviewed and found to be acceptable. There is a corrective and preventative action (CAPA 610815) opened for this type of complaint. The vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle.

Manufacturer narrative:
Further investigation underway.

Event description:
The user facility in (B)(6) reported a vitrectomy cutter had suction but no cutting action. There was no patient impact or injury reported.